Event description:
Cusotmer alleges that a patient was placed on the drop leaf and the drop leaf support dropped. Customer stated that the family member was able to catch the patient. No injury reported.